Event description:
It was reported that the lor syringe included in the pain trays are catching/sticking. There was no patient injury.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found no defects or anomalies. Functional testing performed by the plunger was moved back and forth in the barrel and was rotated while holding the plunger end. Results: no leakage was observed, both syringe samples passed the loss of resistance (l.o.r) test. Devices passed all functional testing. No problem found.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-10927. The report was submitted in error., corrected data: corrected information provided in h10.